Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer hospitalized due to high blood glucose level and diabetic ketoacidosis, flu on (B)(6) 2017. Customer's blood glucose value was over 600 mg/dl at the time of the incident and current blood glucose was 105 mg/dl. The customer had been sick a few days before hospitalization. The customer was assisted with troubleshooting and declined for high blood glucose. The customer wearing the pump at time of hospitalization. The customer was treated with insulin pump. Customer will not return device for analysis.